Manufacturer narrative:
Results: the catheter is fractured approximately 37.8 cm from the hub. The fracture occurred in the middle of the polymer extrusion material and was not at a junction. Conclusion: the device was returned for analysis and the complaint has been evaluated. During the evaluation of the catheter, the proximal portion of the catheter appeared to be fractured approximately 37.8 cm from the hub. It is likely that the catheter was mishandled during removal from the packaging, causing the catheter to break when the force used to remove the catheter from the hoop exceeded the tensile strength of the material.

Event description:
The doctor reported that upon removing the 5max ace from the hoop, after flushing, the catheter completely separated and the inner coil unraveled from what appeared to be one of the proximal transition zones. The doctor used another 5max ace to complete the procedure and the patient remained unharmed due to the event.